Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, after advancing the device to the target tissue, the clip assembly was "clipped down on the tissue." However, once performed, the clip assembly was not able to be opened to reposition. At this time, the decision was made to complete the deployment, but the clip assembly failed to release from the delivery catheter. The device with attached clip was withdrawn from the patient and removed from service, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.